Event description:
It was reported that the patient presented in clinic in 2013 due to noise. The patient was asymptomatic. Upon follow-up, the atrial lead again exhibited noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found normal device characteristics. No anomalies were noted.